Event description:
It was reported that there were repetitive occlusion alarms after changing the cassette. The patient was able to isolate a pump at first, which was changed. When she changed the cassette, 1 hour after the treatment, a high-pressure alarm sounded. She mobilized the tubing a little or changed the cassette and the alarm stopped. Tried to disconnect at the level of the catheter, but the alarm sounded anyway. The patient noticed that the tanks appeared deformed with a blister and inner folds. There was patient involvement, but no patient harm/adverse event.

Manufacturer narrative:
E1: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The device history review had no indication that the complaint was related to a service of the device within the review period.